Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an alarm ¿check iab catheter¿ was generated 10 minutes after initiation of therapy and sounded repeatedly. The iab was removed and therapy was discontinued immediately. There was blood noted in the catheter tubing. There was no patient injury reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an alarm ¿check iab catheter ¿ was generated 10 minutes after initiation of therapy and sounded repeatedly. The iab was removed and therapy was discontinued immediately. There was blood noted in the catheter tubing. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. An underwater leak test of the catheter, y-fitting, extracorporeal and extender tubing was performed but the leak could not be located. A small leak may have been present but was unable to be detected during testing. Due to the iab returned condition a laboratory pump test was unable to be performed. The condition of the iab as received indicated dried blood observed within the iab catheter. This most likely caused the reported alarms to occur, and the dried blood within the catheter is an indication of a leak. We were unable to determine how the leak may have occurred since the leak site could not be found during testing. The evaluation confirms the reported events. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).